Event description:
It was reported during a trial procedure on (B)(6) 2018, the provider could gain epidural access but the lead could not be implanted due to anterior migration with each attempt. Five different locations were tried with the same results. The trial procedure was abandoned.